Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the vitreous phase of a combined procedure (cataract removal and vitretomy) there was no irrigation flowing out of the irrigation line. The product was replaced with the another. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the ninth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Only a wet cassette was returned with the drain bag attached. No obvious defects were observed. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the sample. The laser emitted diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).